Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by diarrhea and cloudy effluent. The cause of the peritonitis event is unknown. On the same day, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient was still hospitalized and recovering from the peritonitis event. Physioneal and extraneal therapies were ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.